Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was experiencing painful stimulation. According to the caller the patient had increased stimulation prior to going on vacation and while on vacation pain developed from stimulation being too high. Additionally, the caller reported that the patient fell out of bed a day or two before the pain started. The pain was reported to have started on (B)(6) 2017. Stimulation would not be lowered at the time of the call because the patient lost their patient programmer (pp) , but the patient had already contacted their healthcare provider (hcp) and had an appointment scheduled to have stimulation reduced and the programmer replaced. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.